Manufacturer narrative:
Updated fields - describe event or problem,return to manufacture date,device evaluated by mfg, investigation findings code, investigation conclusions code,addtl mfg narrative/corr. Data. Additional initial reporter: (B)(6). Additional initial reporter telephone: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. Four kinks were found on the catheter tubing approximately 66.0cm, 63.8cm, 59.9cm, and 42.2cm from the iab tip. Additionally, a kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the kink, approximately 76.2cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, the customer needed help troubleshooting for a fiber optic sensor failure alarm. They had switched to transduce the iab central lumen successfully. They were advised that once the failure occurs it is due to a severe kink or a break in the fiber optic strand, and there isn¿t any troubleshooting to be done. The patient was being moved when the failure occurred. The iab was in use for approximately five days. The patient was stable. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer needed help troubleshooting for a fiber optic sensor failure message. They had switched to transduce the iab central lumen successfully. They were advised that once the failure occurs it is due to a severe kink or a break in the fiber optic strand, and there isn¿t any troubleshooting to be done. The patient was stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.